Event description:
A user facility in the united kingdom reported that during surgery, the system shutdown. There was no patient impact/injury.

Manufacturer narrative:
A device history record review was performed. This system met specifications on the date of manufacture. The product was not returned rather a field service engineer visited the site to evaluate the system. They were unable to duplicate the reported issue. The system was plugged into a universal power supply when it powered off. Then the machine was plugged into a normal wall socket and continued without issue. The investigation of this event is ongoing.

Manufacturer narrative:
The most probable root cause is unknown/inconclusive. The system powered off while connected to a universal power supply but functioned normally on a standard outlet. No issues found during service or testing. Likely due to external power source, not a system fault. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. The investigation is complete.